Event description:
It was reported that fluoroscopy revealed a ventricular lead fracture. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.